Event description:
It was reported that the patient had increased symptoms "for a while" despite dose increases. It was determined that the patient's catheter was no longer patent, and a new catheter was implanted. It was noted that the patient also had a routine pump exchange. The device system was used to deliver brand name lioresal prior to surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2003-(B)(6) explanted: 2012-(B)(6) product typ catheter. (B)(4).

Event description:
Additional information: it was reported that the patient was receiving lioresal 2000mcg/ml at a rate of 1355.4mcg/day. The doctor attempted to inject saline into the catheter access port (cap) and could not "get it through". He then tried to aspirate the catheter and was unable to get anything out. A referral was given to see another physician who performed a routine pump replacement and replaced the entire catheter due to an occlusion at the distal end. It was reported that the patient has been receiving effective therapy since the placement of the new catheter and pump.

Event description:
Additional information received reported that the catheter issue was due to a "kink". The patient was experiencing spasm as a result and required hospitalization due to the event. The patient outcome was reported as "non-serious injury/illness". The reporter indicated the surgical device replacement date was (B)(6) 2012. The date was previously reported as (B)(6) 2012. It was not clear what the correct date was. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).